Manufacturer narrative:
P-cap, reservoir locks properly into place. Pump received error 38 during rewind due to corroded motor home switch and corroded electronic assemblies. Unable to perform displacement test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Unit tested outside the pump and received pump error alarm at rewind. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack was on the back of the actual and from the bottom of the clip down to the base of the pump going to battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.